Manufacturer narrative:
Product event summary: analysis determined that a section of the overlay was unresponsive with the stylus. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned with no complaint information and subsequently tested out-of-specification on manufacturer's analysis. There was no patient involvement.